Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She recently saw her health care professional (hcp) about a week prior and they turned the stimulation off because the patient had a lot of issues with stinging, burning, and different issues with straining really bad. This had been occurred since 2014. Also, there were really bad issues with bowel incontinence and they put the patient on a schedule to see how her bowels were doing so they could get the device back to where it should be. At times, she got sore and it stung around the battery area. Sometimes it seemed to affect her urinary tract. She had a lot of bowel incontinence. Also, she had a lot of cramps in her stomach. The patient was going back to the hcp on (B)(6) 2016 to see if they could get her therapeutic effect to 50% again. When she first had it, it seemed like it was 60-65% and she still had some accidents but not as many. Currently, she had a bladder infection and just got off of bactrim because she had a bladder infection as well as a sinus infection . The first infection was in (B)(6) of 2015. The patient had been in bed with a fever and chills and felt pressure down there. She had stinging and burning back there and it felt like it was aggravating her pelvic area and bladder. She thought the infection was back again. The patient was going to see her primary care physician tomorrow regarding the infection.it was also reported that she hurt her stomach and experienced nausea at times, which pre-existed the implant but she continued to have it. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No history of bladder infection, cause of the issues, relation of the bladder infection to the device/therapy, relation of the bladder infection to the underlying urinary dysfunction, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.